Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for failed back surgery syndrome. It was reported that the ins had recently been turned on after having it off for several years because the patient¿s doctor wanted to try an alternative method of pain control. The manufacturer representative (rep) was able to turn it back on and get it to partially work but could only program it for the patient to turn on and off, so the patient was unable to increase or decrease the settings. The patient¿s doctor wanted to turn the ins back on again because maybe it would help with pain control in addition to medication. It had been working fine and the rep programmed it for ten minutes on and ten minutes off and gave the patient a printout that shows the battery capacity has used 85-98 percent. If the ins is effective at helping the pain, they would plan a replacement. The patient started getting really big jolts lately. They were not changing positions; the patient was sitting up in bed and all of a sudden ¿wham¿ and it startled the patient because it was so strong. This happened four or five times and only lasted a brief time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.